Event description:
It was reported that (B)(6) post implant, the lead had high thresholds. During the lead revision, multiple sites were attempted without good results and, at the last attempt to place the lead, the helix would not retract. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.